Event description:
This notification was opened for review for information received that the remstar auto a-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the assembly. In addition, the device had dust/dirt contamination and displayed no error codes. Attributes were verified and completed correctly. The device was scrapped as per customer request.